Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem "adjust belt" messages) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to a defective u713 component. The cause for the defective component was contamination. The root cause for the contamination was the ingress of an unknown contaminant. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient experienced "adjust belt" messages.